Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 208 mg/dl. It was confirmed that the customer would load a new cartridge after the call with tandem technical support.